Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative secured a connection within the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the hand switch for the imaging system was not functioning. The site used the foot pedal of the imaging system to complete the procedure. There was a reported delay to the procedure of 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.